Event description:
Procedure type: lavh. According to the reporter: a balloon ruptured. Nothing fell into the pt cavity. No bleeding occurred. There was no pt harm. Operative time was not extended. Another device was used to complete the procedure. No pt injury reported.

Manufacturer narrative:
(B)(4).